Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(6) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked when using a bd emerald¿ 3ml luer slip syringe with needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: our quality engineer was able to verify a crack in barrel. Out of (B)(4) returned samples, (B)(4) samples showed evidence of a crack in the barrel. Nine samples were prepared by intentionally generating a crack on barrel similar to the verified defective four sample and were put into a barrel feeder on assembly machine to check integrity of leak detection system at main assembly dial. All 13 samples were rejected on the machine. A stock check of the reported lot was performed for any damage product or crack in barrel, all samples found in good condition. The complaint history for the lot was reviewed and till date no complaint had been registered against the above lot for the defect- crack barrel. Device history record was reviewed for the product test. The entire routing test for reported lot found within the specification limit and no discrepancy were reported. The team inspected suspected location on assembly & packaging machine where damage can occur. No suspected areas had been found in machine. The assembly machine has an online leak detection system which was found working in place. There is chance of damage product during transportation & storage as well after dispatch. The unit package of product might have got collapsed and pressed due to impact force of some other material stored above causing stress / pressure on barrel and resulting in crack on syringe. However, team continues to monitor the defect and take appropriate action if observed during manufacturing process inside plant. The exact root cause is not identified. Confirmed: bd was able to confirm the customer¿s indicated failure mode. Based on severity and occurrence, it was determined that no corrective action is required.